Manufacturer narrative:
Approximate date- year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was removed in 2013 "secondary to poor pain control" per the medical notes. It was unknown if the leads were also removed. The patient would be having an unrelated MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.